Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller reports they are in or. Caller reported this is their 8 vanta issue, caller reported they have reported all 8 vanta. Caller reported they attempted to interrogate the vanta, error message: validation error. System detected invalid data in the device. Therapy data may be cleared. Error code: 00 01 00bb and system error 0x59a898f. Reviewed error messages and how to start usage on vanta device. Additional information was received from the manufacturer representative (rep). Rep reported the cause of the issue hasn't been determined. Rep noted they have reset the tablet and updated the software to troubleshoot the issue. Rep reported the issue is not res olved; they still get the error, and when it happens they restart all equipment and try again.

Manufacturer narrative:
Continuation of d10: product ID a71200 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a71200, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.